Manufacturer narrative:
Na

Event description:
It was reported in (B) (4) that there was a loose weld on the pump pedal assembly which may have resulted in the inability to pump up the stretcher. No adverse consequences reported.